Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s 1; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter in syringe on lot # 9028774. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9028774. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the 0.5ml 31gx6mm u-100 insulin syringe has been found containing foreign matter during use. The following has been provided by the initial reporter: it was reported noticing a brownish substance on the syringe. Verbatim: relion brand syringes. I was preparing to administer my insulin and noticed a brownish substance on the syringe. However, it was on the inside of the syringe so I broke the capped needle and looked at the other syringes remaining in my stock. I found a couple more with this unknown brownish substance in them . My concern, what is the substance and if myself (or other pts) may have missed the substance and injected it, and possibly even compromised there insulin or other medications. I have retained what I had purchased , also the possibly compromised insulins in my possession. No testing has been done. It is unknown to me if this is biological or mfg substance that would or could not be toxic to humans. Medwatch report# mw 5089576 was filed in response to this event.